Event description:
It was reported that a pump/gravity solution administration sets tubing was leaking. This was observed to have occurred during infusion of sodium chloride. There was no report of patient injury, medical intervention, or adverse event in association with this event. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. The sample was returned for evaluation. A visual inspection confirmed a small cut approximately at the center of the long tube. The cause could not be determined.